Event description:
A ventilator was returned to the manufacturer with an allegation the device would not power on. The device was not in pt use. The device has not yet been evaluated by the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete.